Manufacturer narrative:
Investigation summary: one photo of a loose 3ml integra syringe was received and evaluated. It was observed there was a blue circle in the photo that appeared to display clear liquid droplets. The leakage defect was unconfirmed. A physical sample is required for a more thorough evaluation and potential root cause determination. Potential root cause for the leakage at luer defect could not be determined based on the photo provided. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
Material no: 305283 batch no: unknown (provided 73349676cav05) it was reported that during use of the syringe integra 3ml ll the syringe was leaking around the luer wasting the vaccine. The following information was provided by the initial reporter: we received the attached concern regarding 3 cases 305283 syringes which are reportedly leaking around the luer. I am waiting for the customer to confirm the lot # as the one they have provided does not appear valid. Fyi only for now, I will updated you as soon as received.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 305283 batch no: unknown. (Provided 73349676cav05). It was reported that during use of the syringe integra 3ml ll the syringe was leaking around the luer wasting the vaccine. The following information was provided by the initial reporter: we received the attached concern regarding 3 cases 305283 syringes which are reportedly leaking around the luer. I am waiting for the customer to confirm the lot # as the one they have provided does not appear valid. Fyi only for now, I will updated you as soon as received.